Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be kinked. The timing and cause of this damage could not be determined. Download data showed no timeouts or drive stalls and no alarms were generated. A leak test was performed. Despite the kink in the exposed portion of the soft cannula, fluid was still able to flow through the complete fluid path. No other damages or defects were observed during the investigation.

Event description:
A patient reports while wearing a pod for12 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.